Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the keypad was not damaged, but the up and down arrow buttons were unresponsive. The keypad cover was removed and no contamination was found under the button contacts. The pump¿s cover was opened and moisture was found on the keypad flex connector and printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).